Event description:
Per the clinic, the patient was placed under general anesthesia (date not reported) in order to remove the abutment. The patient was equipped with a longer abutment during the same procedure.

Manufacturer narrative:
(B)(4).